Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, while inserting anvil, the anvil tilted prematurely while being inserted into proximal bowel. The surgeon did not have significant tension or manipulation on the anvil. A second stapler was opened to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.